Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of no delivery alarms and a button error on the insulin pump. The customer stated that about 6 weeks ago, she had rarely lows while sleeping and woke up with highs over 200 mg/dl. The customer stated that the high and low blood glucose readings snuck up on her. The customer stated that there were scratches on the screen. The customer stated that there were random no delivery alarms from the pump. The customer stated that the down arrow is sensitive and takes a while to push. The customer declined help from the 24 hour helpline.